Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) is underway. The reported problem (battery problem) has been confirmed. As received, the battery was intermittently communicating with the monitor and charger. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her battery pack was not functioning properly. The patient was issued a replacement battery pack.